Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on 23-may-2024 after 3 hours of insertion. Infusion set has not been used more than 72 hours. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer changed supplies as necessary and resumed insulin therapy. No further information available.